Event description:
User received discrepant ise results for one pt sample. Initial sodium result gave 110; repeated twice gave 137 and 135 mmol per l. Initial potassium gave 5.1; repeated twice giving 6.3 mmol per l both times. User said they reported sodium result of 135 mmol/l and potassium result of 6.3 mmol per l for this pt. No erroneous results were reported, pt not adversely affected. The field service representative was unable to determine a cause for the event. He checked the ise tubing, pinch valves and operation of the ise's with no problems found. Ise performance, check cassette and controls were run to verify analyzer performance.